Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual inspection revealed reddish material on the pebax and char residues were observed on the catheter tip. The pebax component was observed under a microscope and a hole was found. The device was connected to the carto 3 system, and the device was visualized and recognized correctly; however, the force vector was not visualized since the alert 106 ¿force catheter sensor error¿ appeared on the carto 3 screen. The catheter was dissected, and it was found that the tip lost the sensor wire continuity, causing the force issue. The blood inside the pebax area found could also be related to the force of the reported issue. Due to the observed char, temperature, and impedance test was performed and the device was found working correctly; the cool pump flow and pressure gauge test could not be performed due to the char residues. The evaluation determined that char is a physical phenomenon of rf. It can be the normal result of the ablation process. A manufacturing record evaluation was performed for the finished device batch number 30775708l, and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material. The finding was identified on (B)(6) 2022. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. Force issue. It was reported that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. Force issue is not MDR-reportable. Hole in the pebax is MDR-reportable.